Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their sensor was alarming lost sensor and weak signal. Customer states that they charged the sensor fully and continue to receive the error alarm. During troubleshooting, customer was asked if the device sensor was flat against their skin. Customer stated it was. Next, customer was asked to attach the sensor to the charger. Customer stated the device flashed red and that they have never changed the battery before. Afterwards, customer was advised to reinsert device. Customer states device is not functioning. Customer's blood glucose level was 33 mg/dl at time of reporting. Nothing further reported.